Event description:
Caller alleging discrepant low inratio values. (B)(6) 2015: inratio 1.4. Patient's warfarin was increased to 5 mg tuesday and friday and 2.5 mg wednesday, thursday, saturday, sunday and monday after obtaining inr of 1.4 on the inratio on (B)(6) 2015. (B)(6) 2015: inratio 1.4, md poc 2.1. Time between inratio and md poc method <2 hours. Patient's therapeutic range 2-3. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: the customer did not provide a lot number or return any products for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, manufacturing record review could not be performed and further investigation was not possible.